Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h6 (type of investigation). A getinge field service engineer (fse) stated that, the leak value was -18 and the test failed. Replacing the safety disk did not improve the situation, so replaced the (d997-00-1178) pim (comes with a safety disk and tidal disk as a set) improved the situation. All functional and safety inspections performed to comply with factory specifications.the following was performed by sapan rana, technician of the maquet failure analysis and testing (fat) department wayne, nj: sr 22 oct 2025. The failure analysis and testing department received the following part associated with this complaint: pn: 0997-00-1178 sn: (B)(6) pneumatic module assy. This part was received with a reported unit failure message of failed pim test. The failure analysis and testing dept. Performed a visual inspection, and part looks in good condition. Installed pneumatic module assy. Into the cardiosave test fixture sn: (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision f and the cardiosave service manual pn: 0070-00-0639 revision r. Performed all manifold leak tests and failed with result of leak diff. Pre. -14mmhg. The fat dept. Verified the failure message of failed pim test. Pneumatic module assy. Failed testing. Retaining pneumatic module assy. In the fat dept. Per procedure 0002-07-d008 rev au.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected fields: e1 (event site address, event site city) a getinge field service engineer (fse) states, replacing the safety disk did not improve the situation, so we replaced the pim, and the test value improved.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) pim test failed. When we performed a pim test during an inspection after in-house repairs, the leak value was -18 and the test failed. There was no patient involvement.

Event description:
It was reported by the field service engineer (fse) that during an inspection after in-house repairs cardiosave intra-aortic balloon pump (iabp) pim test failed. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1 event site full name: (B)(6) hospital. Due to character limitation e1 event site city name: (B)(6).